Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the lead. All other measurement were stable. No externalized conductors were observed under the x-ray. The lead was capped and replaced. The patient was stable before, during and after the procedure.